Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for oversensing/noise episodes. In addition, intermittent undersensing of the rv lead was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.